Event description:
It was reported by the patient that the blood glucose reached 270 mg/dl while wearing the pod on the skin for between 1 and 4 hours. It was discovered that the pink slide did not move forward when the pod was activated and the cannula was visible upon removal; this indicates a needle mechanism failure. Multiple attempts to contact the patient for additional information and confirmation were unsuccessful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
After internal review information was clarified and corrections were made accordingly to b5. This clarification of information makes this case not reportable.

Event description:
After internal review on 31-dec-2025, it was clarified that the pink slide status was actually unknown. The reporter had not provided information on if it moved forward or not. The reporter had stated that there was a pod malfunction. There was no further clarification on what this malfunction was. Multiple attempts were made to reach reporter for further clarification but were unsuccessful. This clarification of information makes this case not reportable.